Event description:
It was reported revision surgery was performed to add a glenoid.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Our clinical investigation noted that based on the provided clinical information, the patient impact beyond the minimal surgical delay and the revision surgery itself cannot be concluded. The surgeon does not anticipate any further medical or surgical interventions due to the reported event. No further medical assessment can be rendered at this time. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the listed parts revealed no additional complaints for this failure mode with the same batch number. Without the return of the actual product involved, our investigation of this report is inconclusive. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
Additional information received indicates the surgeon wanted to change the head from a lateralized offset to an eccentric head. However, during the procedure the heads were loose so the surgeon impacted the original head back on.